Event description:
It was reported that during the colectomy reversal procedure, the surgeon fired one reload. The steel place on the anvil got detached from the device. There was a 15-minute delay. The surgeon used a new device.

Manufacturer narrative:
(B)(4). Batch # u5ca7k. (B)(4). Additional information was requested, and the following was received: could you please clarify if "steel plate on the anvil" is related to pan metal piece or the anvil? ¿ no, it¿s attached on the anvil could you please clarify if there were any patient consequences? - unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? - unknown device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with the saddle pin and the staple height selector loose, both bearings detached from the saddle pin and with no reload present. Further analysis shows the anvil totally detached with the anvil posts appears to be damaged as if the anvil was pulled out off the device, also, the anvil was noted to be bent on the proximal end. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with poor riveting, causing the saddle pin and the staple height selector to be loose and the bearings to come off. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.